Event description:
A customer reported their heated humidifier was involved with a fire. The unattended device was not in patient use at the time of the event and no patient harm or injury was alleged. The customer did not know if the device was on or off, or if the humidifier chamber was filled with water at the time the event occurred. A fire marshall's investigation was inconclusive regarding the origin of the fire and source of ignition. The manufacturer commissioned a third party to assist in the investigation and ascertain the nature of the involvement of the device in the fire. The customer has not released the device to the manufacturer or third party for examination at the time of this filing. Upon completion of their investigation, the manufacturer will submit a follow-up report.